Event description:
A patient sample with a previous history of anti-e was first tested on the provue against lot vra179 and all cells were negative. The same sample was tested with an expired lot of product and the e positive cells reacted. The sample was then tested manually, with the same lot of cells, and very weak reactivity was observed.

Manufacturer narrative:
Ocd performed retained testing, a batch record review, and a complaint by lot review. All results were satisfactory. Customer returned panel and patient sample. Testing performed by ocd showed a weakly reacting antibody that required an increased incubation for reactivity to be observed. (B)(4).